Manufacturer narrative:
The medium-large clip applier instrument has been returned and evaluated by the failure analysis team. The failure analysis investigation replicated/confirmed the customer reported complaint "clip applier would grip tissue and lock but would not consistently open jaws to release the clip. Jaws would get stuck closed." The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips clip test was performed and failed. One of the grip tips was unable to release the clip after it clipped onto the tubing. An additional observation not reported by the site but related to the primary finding of failed clip test was that the clip applier instrument was found with one grip bent. The damage was found near the tip of the clip groove, causing a .027" offset at the tips. As a result, the clip could be properly loaded on the grips, but is unable to release the clip after the clip test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument would grip tissue and lock but would not consistently open jaws to release the clip. Jaws would get stuck closed. The procedure was completed with no reported injury.